Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from march 5, 2014 to march 6, 2014. Evaluation summary: the device was received for evaluation. During visual inspection fluid was observed within the overpouch due to the blue winged luer cap being loose. This fluid also had entered into the housing through the coil cap which is not leak proof. A functional leak test was performed by filling the device with water and tightening the blue winged luer cap. The next day, no leaks were noted from the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume multirate infusor leaked during infusion. The reporter stated that solution leaked into the housing. The device was filled with unknown antibiotics. There was no patient injury or medical intervention. No additional information is available. This is report 2 of 4.